Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent ipg explant procedure and was doing well postoperatively. Additional information received that the explanted ipg was not returned as it was disposed per facility.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent ipg explant procedure and was doing well post-operatively.